Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a ticking sensation, possibly phrenic nerve stimulation. It was noted that previous reprogramming of the left ventricular (lv) lead had been performed for the same report. The lead also exhibited higher pacing thresholds. The lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead was causing the phrenic nerve stimulation. The rv lead was reprogrammed and remains in use.